Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. It was reported the patient was experiencing intermittent beeping. The controller ((B)(4)) and battery ((B)(4)) were not returned for evaluation. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. Log file analysis revealed several momentary disconnections involving (B)(4). Momentary disconnections will result in an audible tone. Analysis could not be performed as the devices were not returned. The most likely root cause of the reported event can be attributed to momentary disconnections between the controller and batteries. The manufacturer has opened an internal investigation to evaluate controller intermittent disconnections identified on smr-loaded controllers and batteries. Additional device for this event: (B)(4) - cata log- 1650de, exp date-11/30/2016, MFR date-11/30/2015. Method: analysis of data log(s); manufacturing review; actual device not evaluated. Results: interoperability problem. Conclusion: quality system deficiency. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient experienced intermittent beeping from controller with varying frequency from once an hour to 10 minutes. No one power source could be isolated during events and no switching was noticed. The controller was exchanged and the battery was removed from service. There was no impact to the patient.